Event description:
Product was used in the hve/vicryl plus study. The report states there was superficial wound infection. The procedure was a left superfical partidectomy with facil nerve preservation performed in 2004. The incision was 7 cm. Long and 2cm. Deep. The event was classified as mild, not serious. The surgeon feels that the event is probably related to the device. There was swelling, redness greater than area of 3-5cm, and an increase in temperature. No cultures were taken to confirm diagnosis. The pt sent to the ER which made the infection diagnosis. The pt was treated with oral antibiotics. The product was not returned.